Event description:
Microtip clogged and had to be exchanged during the case.

Manufacturer narrative:
The unit was disposed of and will not be returned for evaluation. It is not possible to verify an assignable cause without evaluating the alleged complaint unit. Insufficient information for a complete investigation. The DHR for lot 15013-04 was reviewed and showed that the unit met manufacturing specifications when released and there were no issues related to the complaint. There were (B)(4) units released from lot 15013-04. A review of lot history showed that there were (B)(4) reported microtip unit failures from this lot. Lot 15013-04 has a failure rate of (B)(4).